Manufacturer narrative:
G4: 08may2020. B4: 09may2020. The replaced power management (pm) printed circuit board assembly (pcba) was returned for failure analysis. It was determined that a regulator failure was the root cause f the reported event. The replaced battery was also returned for failure analysis. The battery was tested and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 26feb2020.

Event description:
The customer reported a blank screen with the alarm light emitting diode (led) flashing and back up alarm sounding. There was no patient involvement. Technical support troubleshot with the customer. The customer reported that replacing the power management printed circuit board assembly resolved the original reported problem, however, the unit started annunciating a battery failure alarm after the replacement. The customer reported that replacing the battery resolved the battery failure alarm.